Event description:
The patient reported that they had their implantable neurostimulator (ins) adjusted about a week prior to the report. It was noted that their stimulation would come off and on and when it would come on it would come on at a high frequency. These issues started about 3 to 4 days prior to the report. Their stimulation was at .50v. The patient was walked through decreasing their stimulation to .10v and the patient didn't feel it come back on. They were going to see if this adjustment resolved the issues. The patient was implanted for failed back surgery syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.